Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load the cartridge onto the pump. A cartridge change was performed resolving the issue. The customer's blood glucose level was 328 mg/dl.